Manufacturer narrative:
Additional information: b5.

Event description:
Related manufacturer report number: 2017865-2023-36588. New information received notes that the patient presented for follow-up with reproducible over-sensed noise exhibited by both the right atrial and right ventricular leads. Atrial lead noise resulted in episodes of inappropriate automatic mode switch. No interventions were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up remotely. Review of the transmissions revealed ventricular noise revision alerts. Electrograms (egm) suggested that the noise on the right ventricular (rv) lead was due to emi and lead noise. Isometric tests were recommended to reproduce the noise but not performed at this time. No programming changes were performed but the right ventricular lead was scheduled for continued remote monitoring. The patient was in stable condition.